Event description:
The customer reported the 9800 system would not display an image on the left monitor, the vertical column would not go up and down and the system would not produce an x-ray. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable. However, no report of pt or staff injury was reported. No further info is available.